Event description:
It was reported that the patient visited the ER (emergency room) with hypoglycemia. The patient's blood glucose levels reached 53 mg/dl while wearing the pod longer than 48 hours. The patient reported initially treating hypoglycemia at home with carbohydrates, however the bg (blood glucose) levels remained low, so patient administered baqsimi (nasal glucagon spray) which raised bg levels. Patient reported two hours later experiencing gastrointestinal discomfort and vomiting that resulted in bg levels dropping to 53 mg/dl again. The patient reported giving another dose of baqsimi and seeking medical attention in the ER. Patient was treated with anti-nausea and fluids in the ER. The patient was released within 4-5 hours with a prescription for anti-nausea. Patient remained on pod during ER visit.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.